Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. The patient was admitted after visiting the outpatient clinic. Treatment for the event was not reported. The patient was recovering from the event. Peritonitis prevention training was conducted. Physioneal and extraneal therapies were ongoing. No additional information is available.